Event description:
Boston scientific received information that this epicardial lead had become dislodged during attempted implant. Then, it began to coil up on itself after it was removed from the patient. The boston scientific local area sales representative confirmed that there had been no adverse patient effects beyond this necessary surgical intervention.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific. Analysis was inconclusive as historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.